Manufacturer narrative:
The patient was admitted with a lesion in the ostium of the internal carotid artery and the common carotid artery containing an 80% stenosis. When the physician went to deploy the precise stent he felt friction, and only part (5 mm) of the stent was deployed. The physician withdrew the stent and changed to another product. There was no patient injury reported. One non sterile unit of precise pro rx ous carotid system, 6f, 9 mm x 30 mm was received coiled inside of a plastic bag. Outer sheath was kinked at 3.5 cm from distal end of body/shaft, a bumpy condition was observed at 4 cm from distal end of body/shaft, the brite tip was split and the stent was partially deployed 5 mm approximately. No other anomalies were found. An attempt to deploy the stent was performed but owing to damages presented by the device was not possible, (B)(4). The stent was removed from sds and was inspected under a microscope and no anomalies were found on it, only dry blood residuals were found in the inner body. The deployment difficulty condition reported by the customer was confirmed, the exact cause could not be conclusively determined but it could be related to the damages that presented the device. The cause of these damages could not be conclusively determined but none of these damages appear to be manufacturing related. Controls exist in the final assembly and packaging processes to prevent this type of failure, such as the use of transport rods used to maintain the sds in straight position to prevent kink and bents as well as there are inspections in place to detect these type of damages in the sds. Procedural factors and handling may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related of the product, therefore no actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or vessel characteristics.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted with a lesion n the ostium of the internal carotid artery and the common carotid artery. When the physician went to deploy the precise stent he felt friction, and only a partial (5mm) part of the stent was deployed. The physician withdrew the stent and changed to another product. There was no patient injury reported.